Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphirion deep pta balloon along with a 6fr sheath and nitrex 0.014" guidewire 300cm during procedure to treat a lesion in the distal anterior tibial artery (ata). The vessel was none tortuous. The vessel diameter and lesion length are 2mm and 4mm respectively. Contrast medium was used for inflation fluid. There was no damage noted to packaging. There was no issue noted to packaging. The device was prepped per IFU with no issues identified. The device did not pass through a previously deployed stent. No resistance encountered when advancing the device. It was reported that the product presented deformation and rupture during the procedure. Another balloon was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Image review: four photographs and one procedural video was received from the account for evaluation. Photo 1 is of the amphiprion deep shelf carton confirming product details. Photo 2 is of the device luer manifold confirming lot and balloon size and no damage noted to the luer. Photo 3 is of a detached balloon in vitro with no inner shaft inside the balloon. The distal portion of the detached balloon cannot be seen in this photo. The proximal portion of the balloon remains connected to the catheter shaft. Photo 4 is showing the amphiprion deep catheter device in vitro coiled on a blue paper towel. The inner shaft is detached and coiled with the device however the distal portion of the balloon material is not visible in this photo. A screen shot of the procedural video received at 0:04 seconds shows the amphiprion deep balloon inside the target lesion and the contrast medium used for inflation fluid is seen entering the balloon. A screen shot at 0:07 seconds shows more contrast entering the balloon and the balloon is expanding. At 0:08 seconds on the video, a balloon burst is clearly visible with the contrast spreading out of the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter details provided. Balloon rupture occurred at 12 atm. No intervention required for removal. No vessel damage noted. The device was safely removed from patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.